Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wires exposed, response buttons not working) was confirmed. Upon investigation the monitor enclosure cover was missing and the rear response button was non-functional. The rear response button cable was damaged and unplugged. The monitor showed signs of physical abuse. The root cause for the damaged response button cable was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor had wires exposed and reported that the monitor response buttons weren't working.